Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent an unrelated surgery on (B)(6) 2018, and did not turn the ipg to surgery mode. Since the procedure, the ipg has been unable to communicate with the external devices. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4)on 02 june 2017.

Event description:
Additional follow up revealed that patient underwent a surgical procedure on (B)(6) 2018 wherein scs ipg was explanted and replaced with a new model. Effective therapy has not been restored post operatively.